Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis, leak test and microscopic analysis of the returned device identified: fold creases, wear abrasion, linear sharp opening in the same location of crease. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: a sharp crease opening assessed as fold flaw opening.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.